Event description:
Reporting status: serious injury. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 3.0 x 8 mm promus stent delivery system (sds) was removed from the package, while examining the catheter the stent slid off of the balloon. The procedure was completed with another company's device because there was no another promus on the shelf. There was no pt involvement. No additional event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering reviewed the incident information. Stent dislodgement can be influenced by many factors. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, although a definitive cause of the stent dislodgement cannot be determined, there are no indications of a product quality deficiency.